Manufacturer narrative:
The insulin pump passed basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected no delivery alarms were noted. The pump was received with cracked case at display window corners and battery tube threads. (B)(4).

Event description:
The customer reported via phone call of high blood glucose readings and excessive no delivery alarms from the insulin pump. The customer's blood glucose reading was in the 500's mg/dl. The customer treated with manual injections. The customer stated that she tried different infusion sets and spots on the body. The customer did not want to troubleshoot. The customer will be sent a replacement pump.